Manufacturer narrative:
A review of the device history records for the reported finished good lots and (B)(4) material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No other complaints were received for this finished good lot. No samples or photographs were provided for review or testing. If the actual device, sterile samples from this lot or photographs become available at a later time, the devices and/or photos will be reviewed and/or tested and the results will be included in the file. A revised response letter will be forwarded to you at that time. A sample from the reported lot [retained sample] was visually reviewed and tested by our quality team. No defects or barbs were observed. The sample met all surgical specialties mexico requirements including the penetration test requirement. The complaint could not be confirmed as reported. A damaged blade would most likely be detected during one of the in-process or final inspection processes (the blades are inspected at 100% during the manufacturing process). Damage to the knife / blade has occurred when removing the knife from the protective foam, package or while preparing the knife for the procedure. The blade component edges and points can be damaged very easily if dropped, bumped or come in contact with any hard, rough surface. A definitive root cause is difficult to determine without receiving the actual used device, magnified photographs of the device, detailed information regarding pre-operative preparation of the device, or the surgeon's technique. This event was also reported to the (B)(4) under report # (B)(4).

Event description:
During the operation for cataract patient with extracapsular cataract extraction + iol implantation, using 15 ° eye scalpel and piercing into cornea at 9 o¿clock, it was difficult to pierce. After piercing into the house, during the extraction of the blade, it resulted in needle-like injury to the corneal endothelium. A barb was observed on the tip of blade. After symptomatic treatment, the operation was completed without further incident.